Manufacturer narrative:
The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The lot number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified craniotomy surgical procedure, it was discovered that a broken tip was stuck inside the attachment device. It was further reported that the bit device (cutting burr) was stuck in the attachment device and could not be removed there was a five minute delay to the surgical procedure. A spare device was obtained from another try. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was received for evaluation; therefore, the brand name, common device name, product code, catalog number, lot number, date returned to manufacturer, 510(k), and device manufacture date were updated accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was stuck in the attachment device. Therefore, the reported condition was confirmed. The device was examined using 25x magnification and rechecked on an optical comparator. All dimensional characteristics met drawing specifications. The device was examined and passed all manufacturing specifications. The assignable root cause of the device being stuck in the attachment device was determined to be due to various worn mechanical components in the attachment device from normal wear out. The device was assessed and passed all manufacturing specifications and was not the cause of the failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.